Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that about a week and a half prior to the report during the trial, the patient caught someone who was having a seizure and falling which pulled or unhooked a wire. It was noted that the wire had a short in it and if she moved a certain way it would tighten or release. It was reported that before implant surgery the day prior to the report the healthcare provider ¿turned it up and shocked¿ the patient and there was a shocking or jolting sensation. Additional information has been requested but was not available as of the date of this report.